Event description:
N/a.

Manufacturer narrative:
Device identifier #: (B)(4). The perforator was returned for evaluation: device history record (DHR)- there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to work as intended, and met all acceptance criteria. The complaint could not be verified. The root cause is undetermined, and the reported complaint was unable to be confirmed in the complaint evaluation. The returned perforator tested within specifications. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not automatically stop when it meets no resistance. The procedure was completed with a replacement product. No patient injury or surgical delay.